Manufacturer narrative:
Investigation is still in progress. The missing information within this MDR was attempted to be obtained with the end user without success. It is presumed that the end user remains in the hospital and for this reason contact cannot be established. A follow up report will be provided when more information is received. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
It was reported by our vendor that the wheelchair had fallen 7 feet and cannot be repaired. End user is reported to have been injured. No other information is available at this time.